Manufacturer narrative:
(B)(4). The sample associated with this report is currently in transit to the mfg site for analysis.

Event description:
The customer reported that the cuff of the suspect medical device would not deflate. The customer reported this was discovered during pt use.